Event description:
A malfunction alarm was reported with a resettable error code. There is no information on whether the issue caused an impact to the customer's blood glucose level. Customer received assistance in resetting the pump and continued using it without recurrence of the malfunction.